Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient said that last month they had an MRI and needed to turn their therapy off. The patient said that ever since they turned the therapy back on it hasn't been working like it should. The agent walked the patient through connecting to their settings and the patient was able to successfully connect and confirmed therapy was on. The agent reviewed adjustment options. The patient stated they had already tried increasing stimulation and could feel a tingling. The agent reviewed stimulation expectations. The agent redirected to doctor if issue persists.